Event description:
During troubleshooting a check lines & bags alarm that appeared on the homechoice (hc) display during priming, the home patient (hp) revealed that his final bag was not connected all the way and the bag was leaking out. The technical service representative (tsr) assisted the hp to cycle power off / on to the hc machine and then start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check lines and bags alarm. The used sample was not returned to baxter for evaluation. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the alarm is improper setup of the supply bag. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of check lines and bags alarms is in progress through (B)(4).